Event description:
During routine testing of the device at the service ctr, the repair technician reported that the front cover was broken. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.